Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an atrial burst episode was recorded on (B)(6) 2018 at 04:49 with no apparent arrhythmia event on the egm. There were no abnormalities in the atrial or ventricular lead measurements. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, an atrial burst episode was recorded on (B)(6) 2018 at 04:49 with no apparent arrhythmia event on the egm. There were no abnormalities in the atrial or ventricular lead measurements. Preliminary analysis did not reveal any device malfunction.